Manufacturer narrative:
Follow-up report #1: additional information - 06/08/2017 device evaluation of monitor sn (B)(4) was completed. The investigation determined that the cause for the monitor reset was isolated to the defibrillator pca. Due to the intermittency of the resets, the root cause for the defibrillator pca failure and the resets have not been able to be positively identified. Device evaluation of electrode belt sn (B)(4) was completed. The electrode belt was fully functional upon receipt. There was no problem with the electrode belt ECG acquisition or pulse delivery circuitry. Device evaluation of monitor sn (B)(4) is currently underway. Upon investigation the monitor delivered a low-energy pulse and reset. Based on the information available at this time, there is no direct link between the abnormal shutdown and the patient death. Response button use prevented the monitor for treating the ventricular fibrillation. A root cause investigation of the reset is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. The patient was in the hospital at the time of the event. Review of download data surrounding the event indicates that the lifevest detected ventricular fibrillation (vf) at 20:11:42 and released gel. An abnormal shutdown was recorded at 20:13:16, and the device restarted. Once the device restarted, the lifevest detected bradycardia, which is considered a non-treatable rhythm. The lifevest again detected vf at 20:19:55. The lifevest continued to periodically detect vf until 20:33:52. Intermittent response button use prevented the lifevest from delivering a treatment during the ventricular arrhythmias. It is unknown who was pressing the response buttons during the event. The lifevest detected a non-treatable rhythm at 20:33:52 was shut down at 20:34:02. The patient subsequently passed away. The exact time of death is unknown. The patient's wife reported that the cause of death was respiratory-related.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The electrode belt was fully functional upon receipt. There was no problem with the electrode belt ECG acquisition or pulse delivery circuitry. Device evaluation of monitor sn (B)(4) is currently underway. Upon investigation the monitor delivered a low-energy pulse and reset. Based on the information available at this time, there is no direct link between the abnormal shutdown and the patient death. Response button use prevented the monitor for treating the ventricular fibrillation. A root cause investigation of the reset is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. The patient was in the hospital at the time of the event. Review of download data surrounding the event indicates that the lifevest detected ventricular fibrillation (vf) at 20:11:42 and released gel. An abnormal shutdown was recorded at 20:13:16, and the device restarted. Once the device restarted, the lifevest detected bradycardia, which is considered a non-treatable rhythm. The lifevest again detected vf at 20:19:55. The lifevest continued to periodically detect vf until 20:33:52. Intermittent response button use prevented the lifevest from delivering a treatment during the ventricular arrhythmias. It is unknown who was pressing the response buttons during the event. The lifevest detected a non-treatable rhythm at 20:33:52 was shut down at 20:34:02. The patient subsequently passed away. The exact time of death is unknown. The patient's wife reported that the cause of death was respiratory-related.